Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, subcutaneous leakage occurred during huber needle puncture and infusion of medication. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2025, subcutaneous leakage occurred during huber needle puncture and infusion of medication. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port with attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Multiple punctures were observed on the port septum. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout the tests. Therefore, the investigation is inconclusive for the reported fluid leak issues as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.